Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm and also critical pump error alarm. Customer¿s blood glucose value was unknown. Customer stated that they were on the beach. Customer stated that the insulin pump was not exposed to magnetic field. Customer was advised to discontinue the use of the insulin pump and revert to backup plan as per health care professional. The device will return for the analysis.